Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). One imp,tsv,mcol mg,3.7mm,10m (tsvmb10) and one tool implant removal scr type imp (irt) were returned for investigation. Visual inspection of the as returned products identified a fractured implant with dried bone and thread damage DHR reviews were completed for the reported lot numbers (63331279). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported events, were noted as part of the dhrs. Lots were inspected and passed all acceptance criteria by qa. Complaint history reviews were performed for the reported lot numbers (63331279) for similar events and no other complaints were identified for lot 63331279 december post market trending was reviewed and there were no actionable events or corrective actions for the reported events (implant fracture, bone loss or fracture) or device (tsvmb10) therefore, based on the available information, device malfunction did occur for the device and the reported events (implant fracture) was confirmed as fracture was identified on the device while the reported event (bone loss) is non-verifiable. No further investigation or immediate CAPA/hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the implant was removed due to fracture. The patient experienced bone loss. Tooth location 36.